Event description:
Reporter alleged obtaining a discrepant blood glucose result of 218 mg/dl back to back with a result of 101 mg/dl on the compact system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that no strips were left and so no product will be returned for evaluation.